Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the outer layer of the ultrasonic transducer on the ultrasound gastrovideoscope was broken. The issue was found during inspection for use. There were no reports of patient involvement.